Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigators were able to duplicate the original blank screen complaint. During testing, the pump powered on with intact auditory and vibratory alerts but a persistent blank screen display. The pump cover was removed and no moisture or corrosion was found on the display screen. A test display screen was used and unable to overcome the persistent blank screen issue. A printed circuit board inspection was conducted and confirmed a single component failure. Upon replacing the component, the display became clear and fully illuminated.